Event description:
Pt received multiple inappropriate shocks from ICD. Interrogation of the device revealed high impedence. The superior vena cava lead and the right ventricular lead were extracted and replaced. The extracted leads were not examined nor sent to the manufacturer as they were in pieces and discarded. The site has reported an additional type of event with the medtronic right ventricular lead. There were no unusual activities or circumstances surrounding this event.